Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from six to four and half years, within eight months. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is being monitored constantly to postpone the replacement procedure as long as possible and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
When this device is analyzed, a supplemental report will be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity decreased more quickly than expected, changing from six years remaining to four and half years remaining within eight months. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was being monitored constantly to postpone the replacement procedure as long as possible. This device was finally explanted and returned for analysis. Other than undergoing the explant procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this device is analyzed, a supplemental report will be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity decreased more quickly than expected, changing from six years remaining to four and half years remaining within eight months. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was being monitored constantly to postpone the replacement procedure as long as possible. This device was finally replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from six to four and half years, within eight months. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.